Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drops of insulin were seen at the end of the tubing during fill tubing. Reportedly, insulin leaked at the luer lock. The customer stated that the luer lock connection was not tight. After the customer tightened the luer lock connection, insulin was seen exiting the tubing and insulin delivery was resumed. There was no reported impact to the customer's blood glucose level.